Event description:
It was reported that the device displayed error code 800.8000 on 09sept2019. The reporter was unsure if the device was in patient use, but states there was no patient harm.

Manufacturer narrative:
The customer¿s reported complaint of an error code 800.8000 was not confirmed on the reported date of 09 sep 2019. However, previous investigation under pr 348160 showed the latest 800.8000 error identified occurring on 13 feb 2020 at 10:46:35 am during a battery conditioning. A physical inspection of the pcu observed several of the male iui connector contact pins with green corrosion and unidentified film contaminants. A comprehensive analysis of the logs retrieved from the system showed no evidence of the reported error event occurring on 09 sep 2019 or on any day in september of 2019. However, a review of the logs identified several 800.8000.0 errors recorded, the latest occurring on 13 feb 2020 occurring during battery conditioning. Error code 800.8000.0 is defined as a code=800.8000; failure=pcu15_general_os_failure; severity=runtime_fatal_severity; subsystem=pcu15_os_ss. The root cause of the customer¿s complaint related to an 800.8000 error was determined to be the result of a faulty logic board.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device displayed error code 800.8000 on (B)(6) 2019. The reporter was unsure if the device was in patient use, but states there was no patient harm.